Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed, and the alarm could not be cleared. During the call the customer stated that she was hospitalized for low blood glucose of 40mg/dl. The customer stated that she fell and broke her ankle when her glucose level was low. The customer's most recent glucose reading was 66mg/dl, and she has treated with peaches and crackers before the call. The customer stated that the troubleshooting could not continue due to the button error alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.